Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our surgical lights powerled 500. Initial information was limited and suggested that the handle was broken. On (B)(6) 2023, photographic evidence was provided showing torn side positioning handle with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
On 17th january 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 500. Initial information was limited and suggested that the handle was broken. On 2nd may 2023, photographic evidence was provided showing torn side positioning handle with a possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to torn side positioning handle with a possibility of missing particles, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is moderate. Subject matter experts performed a root cause analysis and it was concluded that regarding the handle breakage and according to the received picture, the most probable root cause is a collision with another device. A strong shock and misuse only can explain such a breakage. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).